Event description:
Bard recovery ivc filter was discovered to have migrated to the right atrium. Pt had this device implanted in the ivc in 2004. Now he presented with right sided chest pain and mild troponin abnormality. While a chest x-ray was unrevealing, fluoroscopy during cardiac catheterization showed the ivc filter had migrated in to the right atrium. He was taken to the operating room on an emergency basis and was noted to have large -8cm- clot encasing the device which was straddling the tricuspid valve.